Event description:
Pulmonetic systems, inc. Received an email from a presentative of facility on 09/26/02. The represetative reported the following problem: vent inop with alarm. At this time, no power on.